Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer's blood glucose was low at 54 mg/dl, customer again tested and blood glucose was 32 mg/dl. Customer treated with juice. At night, customer did a pump site change into scar tissue, about an hour later got a no delivery warning so changed it again and did correction for blood glucose of 270 mg/dl again. Customer woke up 118 mg/dl so all was good. The insulin pump will not be returned for analysis.